Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, reported as infection in peritoneum. The cause of the peritonitis was unknown. It was reported the patient ¿went to the hospital¿ and received unspecified antibiotics in ¿tablet form¿, no further information was provided. It was not reported if the patient was hospitalized for the event. At the time of this report the patient had recovered and was ¿back to¿ the ¿normal pd regimen¿. No additional information is available.